Event description:
On (B)(6) 2009, pt reported the luer lock became disconnected from the infusion device twice 2 or 3 weeks ago. He stated he noticed no cracks or splits in the luer lock connection. Pt reported he reconnected the infusion tubing to the infusion device and continued to use it. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt reported he discarded the alleged product. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.